Event description:
Information received indicates the patient suffered a fall related to dizziness. While in a hotel room, the patient sustained a fall with head trauma near the area over the right dbs probe (lead), and a 3-cm right forehead laceration. The patient was hospitalized for observation; the sae resolved within one day of event onset.